Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a "noisy fan." This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). Additional information: evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "noisy fan" was confirmed by baxter personnel during product evaluation. The root cause was assigned to a noisy cooling fan. The rear case assembly, including the fan, was replaced to correct this condition. A service history review revealed that this device was not previously serviced for the reported condition, as the only records available are for preparation and installation. This involved a colleague version 1.7 infusion pump with a user interface module software version of 8.11.00. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a device history review was also performed, finding that during the manufacturing of this device, the pump had not display due to a defective lcd, which was subsequently changed.